Manufacturer narrative:
An impl scr-v mini ha 3.3mm 3.5mm 10mm (item # svmh10) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ (DHR/IFU/rmf). No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on an unreported tooth # and was used for approximately 7 years. Pictures or x-ray images of the implant site were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # svmh10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture) or device (svmh10). Therefore, based on the available information, device malfunctions could not be verified and the reported event is non-verifiable. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
It was reported that a doctor noticed a fractured implant (svmh10) at the platform level causing a screw to be loosed. Implant was removed.